Event description:
It was reported that during the implant procedure prior to wound closure, the physician experienced difficulty in positioning this right ventricular (rv) lead and multiple rv lead helix rotations were required. Once placed, the rv lead dislodged from the implant location and the physician experienced difficulty extending the rv lead helix. However, a suitable position was found and the physician attempted to implant the right atrial (ra) lead, but was unable to extend the lead helix in the patient. The ra lead was subsequently exchanged. During the lead suturing, failure to capture, loss of sensing, and noisy signals were noted from this rv lead. Despite using a different pacemaker system analyzer (psa) and performing device checks, the rv noisy signals were still present, along with high, out-of-range pacing impedance measurements. It was hypothesized that the rv lead conductor had fractured and the rv lead was exchanged to resolve the event and no adverse patient effects were reported. This rv lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure prior to wound closure, the physician experienced difficulty in positioning this right ventricular (rv) lead and multiple rv lead helix rotations were required. Once placed, the rv lead dislodged from the implant location and the physician experienced difficulty extending the rv lead helix. However, a suitable position was found and the physician attempted to implant the right atrial (ra) lead, but was unable to extend the lead helix in the patient. The ra lead was subsequently exchanged. During the lead suturing, failure to capture, loss of sensing, and noisy signals were noted from this rv lead. Despite using a different pacemaker system analyzer (psa) and performing device checks, the rv noisy signals were still present, along with high, out-of-range pacing impedance measurements. It was hypothesized that the rv lead conductor had fractured and the rv lead was exchanged to resolve the event and no adverse patient effects were reported. Both the rv and ra leads are expected for analysis, but has not yet been received.